Manufacturer narrative:
The hill-rom technician found the right hand patient controls needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right hand patient controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the head section self ran up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).